Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump was replaced due to normal eol (end of life). It was later reported that the pump was replaced due to ¿pump failure¿. The device system was delivering morphine.

Event description:
Additional information was received and it was clarified that the pump was replaced due to normal end of battery life. There were no other problems with the pump.

Manufacturer narrative:
(B)(4).